Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had a syncopal episode during the first remote telemetry transmission. Pacing inhibition was noted, and the patient experienced syncope. This pacemaker was successfully replaced and returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a syncopal episode during the first remote telemetry transmission. Pacing inhibition was noted, and the patient experienced syncope. This pacemaker was successfully replaced and is expected to be returned to boston scientific. No additional adverse patient effects were reported.